Event description:
Pt was ready for discharge to home status/post peg (percutaneous endoscopic gastrostomy) tube placement. Patient unable to stand due to a history of stroke. Staff used lift equipment to get patient from the bed to her wheelchair. Staff report that as the patient was lifted from the bed and to the chair, the sling started to slip out from underneath the patient, allowing her head to fall back. The staff tried to ease the patient to the floor while she was still partly in the lift device, but her head fell back and struck the bottom support beam of the lift approximately 2 feet from the floor. The patient sustained a lump to the back of her head. No loc (loss of consciousness) and vss (vital signs stable). History of coumadin use. Md notified and head CT was done, which was normal. Admitted for observation and discharged the following day to home. Neurological assessment remained unchanged throughout observation stay. Lift equipment & sling inspected--both functioning appropriately. We believe this is user error. The only way we and the rep were able to reproduce this event was by applying the leg straps to the sling bar first instead of the shoulder straps first. Also, the sling size appears to be too large for this patient, which contributed to the event. Although staff were trained and experienced in using this equipment, they felt that it would be helpful for the manufacturer to consider making the shoulder and leg loops on the sling different colors as a secondary visual cue to make sure the device is used according to the manufacturer's instructions.